Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited a high out of range pacing impedance measurement on both the right and left ventricular channels. High energy pacing was performed and the impedance measurements decreased. At this time the patient will continue to be monitored and the device remains implanted and in service. No adverse patient effects were reported.